Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, colitis nos, proteinuria, epigastric pain, vision abnormal, edema, pre-eclampsia, chest pain, shortness of breath, fever, paresthesia, trauma, numbness, anemia, anaemia microcytic, unilateral leg swelling and shortness of breath. Previously administered products included for an unreported indication: levora and depo provera. Concurrent conditions included irregular menstrual cycle, vaginal bleeding, cough, sore throat, ear pain, respiratory infection, bronchial congestion, malaise, fatigue, hyperthyroidism, stress, neck pain, blurred vision, photophobia, back pain, dizziness, memory loss, insomnia, enterocolitis, tingling, chest tightness, tachycardia, vertigo, constipation, breast tenderness, abdominal pain lower, arthralgia, cancer, dysuria, kidney stone, general body pain, rectal bleeding, rectal pain, bacterial vaginosis, myalgia, runny nose and allergic reaction. Concomitant products included lorazepam (ativan) and paroxetine hydrochloride (paxil). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), ovarian cyst ruptured ("ruptured ovarian cyst") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (bilateral salpingectomy), . Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, pelvic infection, genital haemorrhage, depression, anxiety, rash, migraine, headache, nausea, alopecia, ovarian cyst ruptured and oligomenorrhoea outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, migraine, nausea, oligomenorrhoea, ovarian cyst ruptured, pelvic infection, pelvic inflammatory disease, pelvic pain and rash to be related to essure. The reporter commented: trailing coils of essure from ostia: right-2 , left-2 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on unknown date: us transabdominal and endovaginal pelvis ultrasound. Impression: endometrial thickening. Heterogeneous endometrial stripe visualized. Negative for ovarian torsion. Free fluid in the cul-de-sac. Simple cyst visualized in the left adnexa superior to the urinary bladder. (B)(6) 2016:surgical pathology report final pathologic diagnosis: fallopian tubes, bilateral, salpingectomies: benign tubes completely transected. Clinical history assessment : female pelvic pain -counseled patient that it is uncertain if removing the essure coils will improve her pain. Patient states that the pain started soon after placement and would like removal. Also will plan evaluate the pelvis at time of laparoscopy and perform bilateral salpingectomy. Gross description the specimen labeled with the patient¿s name and medical record number is designated ' bilateral fallopian tubes and essure coil ¿. Received in formalin are multiple, red, purple, pink, tissue fragments measuring 4. 0 x 2. 0 x 0. 6 cm in aggregate. There is a coil measuring 4. 5 cm in length. This coil is kept, for reference purposes. There are 2 fimbriated ends identified measuring 1. 0 and 1. 7 cm respectively. Most recent follow-up information incorporated above includes: on 18-jun-2018: plaintiff fact sheet received. Events pelvic infections, rash, migranies, headaches, nausea, hair loss,ruptured ovarian cyst, pelvic inflammatory disease, oligomenorrhea are added. Lot number & lab data updated. Concomitant & historical drugs , conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory disease"), pelvic infection ("infection (other) describe: pelvic") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, colitis, proteinuria, epigastric pain, vision abnormal, edema, pre-eclampsia, chest pain, shortness of breath, fever, paresthesia, trauma, numbness, anemia, anaemia microcytic, unilateral leg swelling and shortness of breath. Previously administered products included for an unreported indication: levora and depo provera. Concurrent conditions included irregular menstrual cycle, vaginal bleeding, cough, sore throat, ear pain, respiratory infection, bronchial congestion, malaise, fatigue, hyperthyroidism, stress, neck pain, blurred vision, photophobia, back pain, dizziness, memory loss, insomnia, enterocolitis, tingling, chest tightness, tachycardia, vertigo, constipation, breast tenderness, abdominal pain lower, arthralgia, cancer, dysuria, kidney stone, general body pain, rectal bleeding, rectal pain, bacterial vaginosis, myalgia, runny nose and allergic reaction. Concomitant products included lorazepam (ativan) and paroxetine hydrochloride (paxil). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), ovarian cyst ruptured ("ruptured ovarian cyst") and oligomenorrhoea ("oligomenorrhea"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, pelvic infection, genital haemorrhage, depression, anxiety, rash, migraine, headache, nausea, alopecia, ovarian cyst ruptured and oligomenorrhoea outcome was unknown. The reporter considered alopecia, anxiety, depression, genital haemorrhage, headache, migraine, nausea, oligomenorrhoea, ovarian cyst ruptured, pelvic infection, pelvic inflammatory disease, pelvic pain and rash to be related to essure. The reporter commented: trailing coils of essure from ostia: right-2 , left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion on unknown date: us transabdominal and endovaginal pelvis ultrasound impression: endometrial thickening. Heterogeneous endometrial stripe visualized. Negative for ovarian torsion. Free fluid in the cul-de-sac. Simple cyst visualized in the left adnexa superior to the urinary bladder. On (B)(6) 2016:surgical pathology report. Final pathologic diagnosis: fallopian tubes, bilateral, salpingectomies: benign tubes completely transected. Clinical history assessment : female pelvic pain -counseled patient that it is uncertain if removing the essure coils will improve her pain. Patient states that the pain started soon after placement and would like removal. Also will plan evaluate the pelvis at time of laparoscopy and perform bilateral salpingectomy. Gross description the specimen labeled with the patient¿s name and medical record number is designated ' bilateral fallopian tubes and essure coil ¿. Received in formalin are multiple, red, purple, pink, tissue fragments measuring 4. 0 x 2. 0 x 0. 6 cm in aggregate. There is a coil measuring 4. 5 cm in length. This coil is kept, for reference purposes. There are 2 fimbriated ends identified measuring 1. 0 and 1. 7 cm respectively. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory disease'), pelvic infection ('infection (other) describe: pelvic') and genital haemorrhage ('abnormal bleeding/general abnormal bleeding') in an adult female patient who had essure (batch no. A22176) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, colitis, proteinuria, epigastric pain, vision abnormal, edema, pre-eclampsia, chest pain, shortness of breath, fever, paresthesia, trauma, numbness, anemia, anaemia microcytic, unilateral leg swelling and shortness of breath. Previously administered products included for an unreported indication: levora and depo provera. Concurrent conditions included irregular menstrual cycle, vaginal bleeding, cough, sore throat, ear pain, respiratory infection, bronchial congestion, malaise, fatigue, hyperthyroidism, stress, neck pain, blurred vision, photophobia, back pain, dizziness, memory loss, insomnia, enterocolitis, tingling, chest tightness, tachycardia, vertigo, constipation, breast tenderness, abdominal pain lower, arthralgia, cancer, dysuria, kidney stone, general body pain, rectal bleeding, rectal pain, bacterial vaginosis, myalgia, runny nose and allergic reaction. Concomitant products included lorazepam (ativan) and paroxetine hydrochloride (paxil). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety"), rash ("rashes or skin conditions type"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), alopecia ("hair loss"), ovarian cyst ruptured ("ruptured ovarian cyst"), oligomenorrhoea ("oligomenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), abdominal pain lower ("cramping"), peripheral swelling ("swelling of hands") and dyspareunia ("worsening pain with intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, pelvic infection, genital haemorrhage, depression, anxiety, rash, migraine, headache, nausea, alopecia, ovarian cyst ruptured, oligomenorrhoea, dysfunctional uterine bleeding, abdominal pain lower, peripheral swelling and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysfunctional uterine bleeding, dyspareunia, genital haemorrhage, headache, migraine, nausea, oligomenorrhoea, ovarian cyst ruptured, pelvic infection, pelvic inflammatory disease, pelvic pain, peripheral swelling and rash to be related to essure. The reporter commented: trailing coils of essure from ostia: right-2 , left-2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Diagnostic results: on unknown date: us transabdominal and endovaginal pelvis ultrasound impression: endometrial thickening. Heterogeneous endometrial stripe visualized. Negative for ovarian torsion. Free fluid in the cul-de-sac. Simple cyst visualized in the left adnexa superior to the urinary bladder. (B)(6) 2016:surgical pathology report final pathologic diagnosis: fallopian tubes, bilateral, salpingectomies: benign tubes completely transected. Clinical history assessment : female pelvic pain -counseled patient that it is uncertain if removing the essure coils will improve her pain. Patient states that the pain started soon after placement and would like removal. Also will plan evaluate the pelvis at time of laparoscopy and perform bilateral salpingectomy. Gross description the specimen labeled with the patient¿s name and medical record number is designated ' bilateral fallopian tubes and essure coil ¿. Received in formalin are multiple, red, purple, pink, tissue fragments measuring 4. 0 x 2. 0 x 0. 6 cm in aggregate. There is a coil measuring 4. 5 cm in length. This coil is kept, for reference purposes. There are 2 fimbriated ends identified measuring 1. 0 and 1. 7 cm respectively. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Events added: dysfunctional uterine bleeding, cramping, swelling of hands and worsening pain with intercourse. Event clubbed: abnormal bleeding/general abnormal bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression ") and anxiety ("anxiety "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.